Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot number (unknown); product type: 0195-heart valves; implant date: non-implantable device; product ID evolut valve; serial number (unknown); product type: 0195-heart valves;product ID guidewire (product lot number and manufacturer unknown). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the transcatheter aortic valve implantation procedure, after deployment of the valve, the guidewire became stuck in the delivery catheter system (dcs) while removing the dcs. The wire had to be removed with the dcs. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that during the valve implant, there was no difficulty during advancing/tracking of the delivery catheter system (dcs) or guidewire. During the removal process, no torque was applied.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, an evolutfxplus valve was along with a non-medtronic guidewire.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Delamination was observed over the nitinol reinforcing frame of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Deformation was evident to the distal end of the inner member. The device was received with the guidewire entrapped within the dcs and protruding from the distal end of the nosecone. The entrapped guidewire could not be removed. An attempt was made to front load an in house 0.035-inch guidewire; resistance was encountered just after the tip retract housing due to the entrapped guide wire within the dcs. Damage was observed on the tip retract housing. No other deformation evident to the remainder of the device. The reported event for guidewire interaction issues could be confirmed through analysis. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.